Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report, 510 (k) # is k093745

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan australia alleging that a one touch verio meter read inaccurately high compared to another meter. The patient reported blood glucose results of "6.0, 6.5, and 6.8 mmol/l" with a lifescan meter and "2.7 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated differences of these glucose results exceed the expected value of <=30% and/or <=1.7 mmol/l. The patient did not allege any harm or injury because of the reported issue. The patient was sent a replacement meter and test strips.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found and the alleged complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.